Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator generated a technical error indicating a communication error. There was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation of the reported complaint has been finalized. The device control pc board was replaced and sent in for investigation. The reported issue was reproduced when the returned control pc was mounted in a test ventilator, the alarm indicating a communication error was generated during start-up. The cause was due to a faulty crystal on the control pc board. When the crystal was replaced, the board regained its function according specification and passed the pre-use check tests. The root cause to why the crystal has failed has not been determined by this investigation. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact person: (B)(6).

Event description:
Manufacturer ref. #: (B)(4).